Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 9 months post implant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to stenosis and high gradients of the conduit. It was reported a few months prior to being replaced, the conduit was stented, however, it restenosed. No further adverse patient effects were reported.